Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/14/2014 with the following findings: visual inspection revealed moisture in the display. The pump powered on with functional auditory and vibratory features, but the display remained blank. Leak testing revealed a display lens leak. Visual inspection also revealed a tear in the bolus button cover and multiple cracks in the battery compartment. The pump casing was opened and there was evidence of moisture and corrosion on all internal surfaces. The bolus button cover was removed and there was corrosion observed on the bolus button contact. Additional testing could not be completed due to the blank display and moisture damage.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).